Manufacturer narrative:
The device was received for evaluation. During evaluation, 'flow rate incorrect. ' was reproduced . A review of the event history log revealed an infusion of albumin that was programmed at a rate of 40 ml/hr and vtbi 100 ml, and throughout the infusion, the rate was changed by the user 5 times and the volume to be infused once. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate set up . The pressure plate set up performance will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an incorrect flow rate. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.